Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 30 mg/dl, cause was unknown. Customer required assistance addressing bg level with a glucagon injection. Subsequently, the customer's bg increased to 316 mg/dl. Reportedly, the customer did not know a bolus needed to be delivered. Tandem technical support educated the customer on how to deliver a bolus. Customer required assistance changing pump supplies to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.